Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level at the time of incident was 50 mg/dl. Based on customer report customer did not allege insulin pump was over delivering. Customer was able to perform displacement test and the test was passed. The customer did not experience symptoms as a result of high blood glucose. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with the ginger ale. The insulin pump will not be returned for analysis.